Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician advanced the ace68 once through tortuous anatomy and was unable to reach the target location. The physician then retracted the ace68 and felt resistance while retracting. When the ace68 was completely removed, the physician noticed that the tip was fractured. The procedure was completed using another ace68. There was no report of an adverse effect to the patient.